Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. The device was monitored. All the operating currents tested within specification range. No unexpected battery out limit alarms noted. The unit had cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners. No unexpected device reset noted.

Event description:
The customer reported that the insulin pump shut off after a battery out limit alarm. Her blood glucose was 260 mg/dl. The customer declined troubleshooting, but stated she would not take longer than a minute to replace the battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).